Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of bleedback through the proximal valve was inconclusive since the clinical conditions could not be replicated. One 5 fr d/l powerpicc solo was returned for evaluation. A visual observation of the catheter revealed evidence of use, such as tape residue on the extension legs and bifurcation. An attempt was made to siphon water through the catheter, but the proximal valve prevented water from passing through each lumen of the catheter. Residue from use was observed inside the valve, which most likely kept the valve from completely closing and allowed fluid to leak through the valve during use. Potential contributing factors include maintenance technique. The product IFU provides instructions for flushing and maintaining the catheter to keep the valve clean. It is unknown if the ¿positive pressure disconnect¿ method was used, which is to remove the syringe slowly while injecting the last 0.5ml of saline from the syringe. This helps prevent a vacuum which can pull a small amount of blood into the tip of the catheter.

Event description:
Physician reported that they were implanting a catheter using sherlock 3cg. The proximal valve of the catheter "did not resist" the pressure and when the catheter was open, blood came out of the catheter. The catheter was removed and no patient injury reported. Physician reported that they were in accordance with the product IFU for implantation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rear0455 showed one other similar product complaint(s) from this lot number. The complaint for this lot number (rear0455 ) was reported from the same facility.

Event description:
Physician reported that they were implanting a catheter using sherlock 3cg. The proximal valve of the catheter "did not resist" the pressure and when the catheter was open, blood came out of the catheter. The catheter was removed and no patient injury reported. Physician reported that they were in accordance with the product IFU for implantation.